Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain'), multiple sclerosis ('autoimmune diagnosed: multiple sclerosis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic cyst. Concurrent conditions included anxiety disorder, chest pain, hearing loss, allergic rhinitis, sinus infection, myopia, arthralgia, esophageal reflux aggravated, dysfunctional uterine bleeding and sleep apnea. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram and clonazepam. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2008, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem"), hypersensitivity ("allergy"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux, disease"), constipation ("constipation"), diarrhoea ("diarrhea") and loss of libido ("no sex drive or orgasms after removal surgery") and was found to have neoplasm ("tumors"). The patient was treated with surgery (essure removed by hysterectomy(full),oophorectomy (unilateral),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia and hypersensitivity had resolved and the multiple sclerosis, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, headache, nervous system disorder, neoplasm, vaginal haemorrhage, gastrooesophageal reflux disease, constipation, diarrhoea and loss of libido outcome was unknown. The reporter considered abdominal pain, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, iron deficiency anaemia, loss of libido, menorrhagia, metrorrhagia, multiple sclerosis, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2008, (B)(6) 2007 patient received treatment for- pain, bleeding, multiple sclerosis, psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events ; abnormal bleeding (vaginal), gastrointestinal or digestive system condition type: gastroesophageal reflux disease, constipation, diarrhea, loss of libido were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain'), multiple sclerosis ('autoimmune diagnosed: multiple sclerosis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatic cyst. Concurrent conditions included anxiety disorder, chest pain, hearing loss, allergic rhinitis, sinus infection, myopia, arthralgia, esophageal reflux aggravated, dysfunctional uterine bleeding and sleep apnea. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram and clonazepam. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem"), hypersensitivity ("allergy"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux, disease"), constipation ("constipation"), diarrhoea ("diarrhea") and loss of libido ("no sex drive or orgasms after removal surgery") and was found to have neoplasm ("tumors"). The patient was treated with surgery (essure removed by hysterectomy(full),oophorectomy (unilateral),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia and hypersensitivity had resolved and the multiple sclerosis, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, headache, nervous system disorder, neoplasm, vaginal haemorrhage, gastrooesophageal reflux disease, constipation, diarrhoea and loss of libido outcome was unknown. The reporter considered abdominal pain, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, iron deficiency anaemia, loss of libido, menorrhagia, metrorrhagia, multiple sclerosis, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2008, (B)(6) 2007 patient received treatment for- pain, bleeding, multiple sclerosis, psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Lot number: 626207, manufacture date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain'), multiple sclerosis ('autoimmune diagnosed: multiple sclerosis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem") and hypersensitivity ("allergy") and was found to have neoplasm ("tumors"). The patient was treated with surgery (essure removed by hysterectomy(full),oophorectomy (unilateral),salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia and hypersensitivity had resolved and the multiple sclerosis, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, headache, nervous system disorder and neoplasm outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, multiple sclerosis, neoplasm, nervous system disorder, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2008, (B)(6) 2007 patient received treatment for- pain, bleeding, multiple sclerosis, psych injury diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury nos replaced with event chronic pain/pain, multiple sclerosis, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (bleeding b/w periods), anemia, psych injury, fatigue, gi conditions, dental probs., headaches, neuro condit/problem, tumors and allergy. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.